Manufacturer narrative:
One actual, partial sample was returned for evaluation. The visual examination noted the returned sample was dehydrated and crumpled. The condition of the returned actual sample prevented an investigation. Following a review of the device history record for the reported lot number, all process and test criteria has been verified as complying with the finished product specification. When checked at grading, all tests of thickness/dimensional conformance have met the acceptance criteria. Bulk sheets were subjected to thickness measurement and all were verified as meeting the nominal thickness requirement. Dimensional inspection of product associated with the reported lot number showed all pieces were inspected in accordance with the manufacturing procedure. The investigation concluded satisfactory processing of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product thickness/dimensional conformance concerns.

Event description:
It was reported that following a vaginal sling procedure, a small piece of tissue, approximately 1/2 inches long, was passed by the patient. The patient had no symptoms of infection. The patient had gone from an excess of 6 pads a day to 0 pads. The patient was very pleased with the results of the procedure and did not want to be examined on the day she brought in the tissue sample. The tissue was placed mid-urethra, vertically and was not placed under tension. The patient will return for her monthly check-up and doctor will evaluate at that time. As of today's date, no further complications have been reported.